Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the site's programming wand was not functioning properly, and that communication could not be established when using the wand. The wand was returned, and product analysis has been completed. It was confirmed that wand had an intermittent serial data cable, which was the cause of the reported complaint.